Manufacturer narrative:
It should have stated: additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model#: sc-4316 lot#: 16533642 description: next generation anchor kit-sterile additional information was received that the patient requested the explant so that he could have an magnetic resonance imaging (MRI) performed. The physician did not suspect device malfunction. The explanted devices were discarded by the facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 ,serial #: (B)(4), description:linear st lead, 50cm. Model#: sc-4316, serial #:(B)(4) description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.